Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 374 mg/dl the previous night. The customer took a correction bolus and bg level was reported to be 200 mg/dl at the time of the call. The customer declined to troubleshoot with tandem technical support. The customer indicated that adjustments might need to be made to their settings.